Event description:
Reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The physician advanced the 28 x 2.75mm taxus liberte stent delivery system to the target lesion and was not able to cross the lesion. The device was successfully removed. No patient complications were reported. Returned product analysis revealed shaft fracture.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified a hypotube break 556mm distal to the strain relief. The shaft was severely kinked 578mm proximal to the tip of the device. Several smaller kinks were also noted along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).